Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and it was unable to confirm adhering/sticking complaint because sensor was sent opened/used. It was visually found that part of cannula was broken off and unable to find missing piece. Unable to confirm if customer received sensor in said condition, due to customer returning sensor opened/used.

Event description:
Customer's mother reported via phone call that the customer was at school and she bumped against something and the sensor eventually came off. It was advised to use two pieces of over tape instead of just one. They were assisted with starting new sensor. Blood glucose value was 118 mg/dl. The sensor was replaced and returned for analysis.